Event description:
It was initially reported that the device had an illuminated service wrench icon and logged an event code. Upon evaluation by physio-control, it was observed that the device would not advance past the "call service" screen to normal operation. The device would not have the ability to be used on a patient, if needed. There was no patient use associated with the reported failure

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the main pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.

Manufacturer narrative:
Physio-control further evaluated the removed main pcb assembly at the failure analysis center and determined the cause of the failure to be integrated circuit chip, designator u17.